Event description:
The reporter stated that the tubing came out of the connector that attaches to the syringe. There was no patient injury or treatment associated with this event .

Manufacturer narrative:
The sample has been received from the customer; however, smiths has not yet completed its investigation. A follow up MDR will be submitted when the investigation has been completed.